Manufacturer narrative:
A getinge field service technician (fst) will be sent onsite for further investigation and repair. As soon as new information becomes available a follow up medwatch will be submitted. Note: this event occurred on the chinese market. It is a significantly similar device to "hl 20¿ which is sold in the USA under premarket submission number k943803. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for hl 20 with catalog number 701043262.

Event description:
The event occurred in china. It was reported that a hl 20 unit displayed the error message "head". The issue was observed during startup of the device, and no patient was involved. No harm to any person has been reported. According to the hl20 service manual the error "head" indicates that the motor tacho shows a value but the head tacho shows 0 (zero). The reported failure can cause an unintentional pump stop. Therefore, a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in china. It was reported that a hl 20 unit displayed the error message "head". The issue was observed during startup of the device, and no patient was involved. No harm to any person has been reported. According to the hl20 service manual the error "head" indicates that the motor tacho shows a value but the head tacho shows 0 (zero). According to the ssu (sales and service unit), the customer confirmed not to order any repair/service of the device by getinge. Therefore, no service order could be provided. The most probable root cause can be linked to hl20 risk assessment: (total) fail of device because of: - failure of motor, motor controller or control circuitry, - failure of pump control board (pump stop), - pump on/off defective, - defective tacho, relay or pump belt. The review of the non-conformities has been performed on (B)(6) 2026 for the period of (B)(6) 2018 to (B)(6) 2026. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on (B)(6) 2018. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the investigation results the reported failure "error message: head" could not be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).